Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The pull ring was seated in the handle. Specimen pouch had partially separated from ring except in the distal area. Pouch was unclenched. The plunger and metal ring advanced and retracted properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the plunger is retracted after bag deployment before the bag is completely cinched by pulling the green ring. This premature retraction causes undesirable bag detachment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy procedure, the pouch was torn when the surgeon inserted the device into trocar and extruded it. The procedure was completed with another new one. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy procedure, the pouch was torn when the surgeon inserted the device into trocar and extruded it. There was no patient injury.